Manufacturer narrative:
The manufacturer previously reported a ventilator failed to alarm for a circuit disconnect condition and the patient's blood oxygen level decreased. The device was evaluated at the hospital. This is a known phenomenon with certain accessories used in a ventilator circuit. Any accessory that could cause increased resistance within the patient circuit can result in the patient circuit disconnect alarm not functioning in the event of a patient circuit disconnect. Other alarms, such as low tidal volume, low minute volume, low respiratory rate and apnea should be set appropriately. Device labeling states the following: "prior to placing a patient on the ventilator, a clinical assessment should be performed to determine the device alarm settings. For ventilator dependent patients, do not rely on any single alarm to detect a circuit disconnect condition. The low tidal volume, low minute ventilation, low respiratory rate, and apnea alarms should be used in conjunction with the circuit disconnect and low peak inspiratory pressure alarms. Test the operation of the circuit disconnect function daily and whenever a change is made to the patient circuit. An increase in circuit resistance can prevent proper operation of some alarms. Speaking valves, heat moisture exchangers (hmes), and filters create additional circuit resistance and may affect the performance of alarms chosen for circuit disconnect protection". The customer had a heat moisture exchanger inline with the circuit. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.

Event description:
The manufacturer received information alleging a ventilator failed to alarm for a circuit disconnect condition and the patients blood oxygen level decreased. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.